Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating offline. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order and stated that the device was communicating. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.